Event description:
Placed the filter and upon deployment, the legs did not open fully. The physician advanced a wire guide and manipulated the legs, two of the legs opened up. They then placed a catheter and manipulated the legs further until all were fully opened. The pt has sustained no adverse effect from this event.